Event description:
During planned thoracic endovascular aortic repair (tevar), patient required spinal drain. In sitting position for procedure; space l4/5 identified. The tuohy needle was advanced into the sub-arachnoid space. One pass with good cerebral spinal fluid return. Caution taken not to advance needle or withdraw catheter. With advancement of catheter through needle and eventual withdrawal of needle it was noted there was no catheter at skin once needle was out. The catheter had shredded somewhere between 15 centimeters and 20 centimeters. It is unclear at which point this happened as there was not resistance felt with manipulation of the tuohy or the catheter.